Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the din rail fuses resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) was unable to power on. The field service engineer replaced din rain and fuses and the issue was resolved. No patient present.